Event description:
A customer reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature, and explained the necessary steps to restart the pump's functions. The customer understood the information and successfully resumed insulin delivery.